Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed for no apparent reason; the fiber tip was reported to have been clear and the systems fiberlife function was not active. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the glass cap exhibits a circumferential fracture at the distal tip of the fiber beveled edge. The glass cap distal to fracture is detached from the metal cap and has not been returned. There was no indication or report of any part of the device remaining inside the patient. The glass cap/fiber proximal to fracture can rotate independently of metal cap. The metal cap regions show detritus and severe char at the output window area. The glass cap shows severe devitrification at the output window. The identified issues may activate the systems fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization or the system would be placed into standby mode. The identified issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered the procedure.